Manufacturer narrative:
(B)(6). Complaint conclusion: the deltaplush coil could not be detached though detachment was attempted over 5 times. The enpower was rebooted, but the system ready light was not illuminated. The enpower was rebooted several times and the system fault light was on and off. In the end, the detachment could not be conducted and the coil was removed. There was no serious injury or intervention required. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies; design or quality concerns. Since there was no manufacturing issue identified, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltaplush coil could not be detached though detachment was attempted over 5 times. The enpower was rebooted, but the system ready light was not illuminated. The enpower was rebooted several times and the system fault light was on and off. In the end, the detachment could not be conducted and the coil was removed. There was no serious injury or intervention required.